Manufacturer narrative:
(B)(4).

Event description:
Telemetry confirmed a critical alarm that occurred on (B)(6) 2010 due to a zero pump reservoir volume. A motor stall was noted on an unspecified date in the event logs that occurred after an MRI. It was unk if the pump recovered from the stall. The medication being delivered via the device was normal saline. Additional info has been requested. A follow-up report will be sent if additional info becomes available.